Manufacturer narrative:
The insulin pump was unable to prime due to cracked end cap. The insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip and battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a prime/rewind anomaly on the insulin pump. Customer's blood glucose level was 223 mg/dl. Customer stated that the pump alarms when they try to fill the tubing and it squirts all the insulin out. Customer stated that insulin was squirting out during the manual prime process. Customer was advised to hold down the act button until they receive a 2nd series of beeps and/or numbers appear on the display. Customer verified that they received the 2nd series of beeps. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.